Event description:
Patient states needle came off when drawing up insulin. When removing syringe the needle stayed in the insulin. The needle came off when the orange cap came off. Two syringes had no needles on them. She said she had a syringe that was bent. She said needle is longer than normal.